Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous left circumflex artery. The lesion was predilated with an unk balloon. The 2.75x12mm taxus liberte' drug eluting stent was advanced to the lesion but was unable to cross due to the calcification. The physician attempted to advance the stent using two guidewires, but was still unable to cross the lesion. When the stent delivery system was removed from the pt, stent damage was noted. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.